Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no damage in the telescope section. Visual and microscopic inspection revealed the imaging window was detached and not returned for analysis.

Event description:
Reportable based on device analysis completed on 21feb2024. It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After removal from the coronary artery, the telescope shaft was checked for kinks when it was retracted. The procedure was completed with another of the same device. No patient complication was reported. However, returned device analysis revealed the imaging window detached.